Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging a display issue with the patient's onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter indicated that the display issue with the meter started at 9pm, "three weeks" prior to contacting lfs, when the screen went "black." The patient manages her diabetes with insulin (self-adjuster). The reporter claimed that on an unknown date and time, the patient went to the urgent care/clinic, and every other day from 3 weeks ago, the patient administers humalog insulin which varies depending on her carbohydrate intake. The reporter was unable or unwilling to say whether the patient developed any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. The patient was unable or unwilling to say whether any other device had been used to check the patient's blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The patient had a backup meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.